Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Reason for surgery: endometriosis. Concurrent procedures: laparoscopy with lysis of adhesions, left ovarian cystectomy, excision of peritoneal endometriosis. It was reported that following insertion the patient experienced mesh erosion into bladder and ovary, dyspareunia, urinary retention, vaginal spotting, urinary incontinence and chronic infections. (B)(4).